Event description:
It was reported that an angio-seal was deployed without difficulty after a crossover intervention from the left to right limb. A pre-deployment angiogram was performed which showed the puncture site in the common femoral artery (cfa), 1cm proximal to the bifurcation. Two days later, the pt returned to the hospital with a cold leg. The cfa was occluded approx 3cm proximal to the bifurcation, with approx 3cm of the cfa occluded. The bifurcation was completely occluded, which was reported to be most likely due to thrombus formation. The pt was taken to surgery. The surgical reports states that exploration revealed a loosened closure device with the suture found lying freely in the vascular lumen. The anchor and collagen perforated the artery's anterior wall, which resulted into a dissection of the artery's posterior wall and vessel occlusion. The pt was reported to have a large amount of atherosclerotic plaque which had caused a high-grade stenosis at the ostium of the superficial femoral artery.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor of fragments, or surgical intervention. According to the IFU, the safety and effectiveness of the angio-seal has not been established in pt's with clinically significant peripheral vascular disease. The angio-seal instructions for use (IFU) state that if collagen deposition into the artery or thrombosis at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The angio-seal device instructions for use (IFU) instruct the user once a full rear lock has been achieved, and the device is being deployed, do not re-insert the device; re-insertion of the device after partial deployment could cause collagen to enter the artery. Also, failure to maintain tension on the suture while compacting the collagen could cause collagen to enter the artery. Also erratic, vigorous tamping or excessive upward tension on the suture may result in collagen placement in the artery or another breakage. The angio-seal device pt's info guide, which the pt is instructed to carry with them for 90 days states some bruising or discomfort is common during the healing process after intravascular procedures; however, if any of the following symptoms are experienced the pt is to contact their physician immediately at the number listed on their pt info card: fever, bleeding, persistent tenderness in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage, or any other unusual symptoms.